Manufacturer narrative:
(B)(6); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed a gradual rise in shock impedance measurements. When configured ra coil to rv coil the shock impedance measurement was out of range at 155 ohms. It was recommended that the system continue to be monitored. There were no adverse patient effects reported.